Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation and prescription. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced skin irritation that affected pod adhesion. This condition is improving following treatment with a hospital-prescribed steroid cream, resulting in better pod adherence. The issue occurred while the pod was worn on the abdomen for less than 1 hour. During this time, the patient¿s blood glucose levels increased to 27.8 mmol/l (500 mg/dl). No symptoms were reported, and no additional information was provided.